Manufacturer narrative:
A medtronic representative reported that at the end of a procedure, after the data transferred to the dicom archive, the mobile view station (mvs) would suddenly shut down and a black screen would be observed. After this, it would boot up. After turning off the mvs station and switching on the mvs power the mvs would boot up completely and then shutdown after 10 seconds. This behavior was seen 4 times, after which, it was no longer observed. A mvs computer replacement and onsite investigation was scheduled. There was no patient present during this reported occurrence. During the onsite inspection, the mvs computer was replaced. The mvs computer and the logs were sent to the manufacturer analysis. A successful system checkout was performed which verified that the issue had been resolved. The mvs computer was lost in transit and therefore unavailable for analysis. The logs indicated that the mvs application abruptly restarted. There were no error or warning messages. There were no explicit shutdown messages that would indicate that the user requested a power down. Explicit shutdown messages would also indicate the application was the reason for the shutdown. In this case, there were none. There were no messages from the mvs firmware which would indicate it started the shutdown. Based on the incident description, the mvs screen went black which suggests the mvs itself shutdown. It is not simply a case of the mvs application restarting; the monitor would stay on and the user would actually observe the mvs application restart itself. The logs clearly showed the mvs application restarted. However, there was no indication that the application or the firmware initiated a shutdown. The software investigation was inconclusive as there was not enough information to determine the root cause.

Event description:
A medtronic representative reported that at the end of a procedure, after the data transferred to the dicom archive, the mobile view station (mvs) would suddenly shut down and a black screen would be observed. After this, it would boot up. After turning off the mvs station and switching on the mvs power the mvs would boot up completely and then shutdown after 10 seconds. This behavior was seen 4 times, after which, it was no longer observed. A mvs computer replacement and onsite investigation was scheduled. There was no patient present during this reported occurrence.